Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that during implantation of a preloaded monofocal intraocular lens (iol), the lens cartridge contacted the patient¿s left eye and the lens was injected prematurely, resulting in incomplete insertion. No extra surgical technique or maneuvers outside your normal standard of practice required to deliver and/or position the lens. A replacement lens of the same model and diopter was requested. No incision enlargement, vitrectomy, sutures, procedural delay, or additional medication were required. Patient fully recovered with no impact on daily activities. Directions for use were followed. The complaint device was not available for return as it was discarded. No further information was provided.